Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that, on 2025-11-24, changes were made to the patient's pump settings, including administration of a clinician bolus. The patient did not have her personal therapy manager (ptm) with her at that time and an adjustment to the basal rate was also made. The following day, the patient reported feeling more tired and stated she was being locked out from administering additional boluses, despite reporting that she had not given herself any boluses the previous day. When the hcp reviewed the pump logs on 2025-11-26, the records indicated that the patient had requested and received three boluses yesterday, even though the patient denied requesting or administering any boluses. The hcp asked if the pump was capable of delivering boluses without a patient request. A log reviewed showed: a bolus requested at 7:42pm and delivered at 7:50pm, a bolus requested at 12:07am and delivered at 12:09am, a bolus requested at 10:42am and delivered 10:44am. When the hcp attempted to check the ptm technical reports, no data appeared because an update had already been completed. Technical services attempted to have them compare information prior to the update, but the update had already overwritten the previous data. Technical services educated the caller that the pump could not administer any patient boluses without a patient-initiated request through the ptm and the only scenario where the system would deliver doses without patient request is if the pump was programmed in flex dosing, which this patient was not using. Technical services reviewed that the patient must request a bolus for one to be delivered. No additional issues were reported at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received by the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the fatigue was determined by the physician to not be related to the pump, as she was not taking a bolus. In regards to the cause of the pump logs indicating personal therapy manager (ptm) bolus deliveries despite the patient denying requesting boluses, there were no boluses requested or delivered on the logs. To resolve the event, the physician reset the bolus.

Manufacturer narrative:
H6. Annex e code e2312 and annex f code f11 are no long applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.